Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown: product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was receiving morphine drug and bupivacaine via an implantable pump for non-malignant pain. It was reported that when the patient tried to bolus, it took a long time and lags at 90 percent. The agent reviewed information and assisted the patient with clearing data. The healthcare provider (hcp) confirmed that the patient was able to connect to the pump without issue and bolus. The patient will call back if further assistance is needed. The patient was also on the call and when agent attempted to confirm event date, the patient stated that this has always happened.